Manufacturer narrative:
Updated d4: serial number: (B)(6). Updated d9: returned to manufacturer: (checked yes). Date returned to manufacturer: 7/11/2024. Updated h3: yes. Updated h6: h6 (b): 10. H6 (c): 213.

Event description:
According to the customer on 4/16, "while using the mds450el to lift a patient, the sling loop came unhooked from the lift and the patient fell. The patient hit their head."

Manufacturer narrative:
According to the customer on 4/16, "while using the mds450el to lift a patient, the sling loop came unhooked from the lift and the patient fell. The patient hit their head. On (B)(6) 2024, customer reported that this patient died from the fall. The device did not malfunction causing a fall". It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.